Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. No cosmetic damage noted.

Event description:
The customer reported via phone call that she changed out her infusion set and a couple of weeks ago she had a stroke and her trainer did not program her basal rates correctly. Customer stated that she received a no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer stated that she also received a battery out limit alarm. Customer had a no delivery alarm yesterday and changed out the set. Customer then received another no delivery alarm. Customer stated that she used 10 units to bolus on her old pump and her blood glucose went down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.